Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the issue could be duplicated. The hard disk, the ups and the computer were all replaced and the software was reinstalled. After each change, tests were made to see if it helped resolve the issue. The computer was returned to the manufacturer for analysis. Analysis found that the computer was fully functional. Functional testing was conducted and everything passed. The uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that after functional testing, the ups was found fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that every second shut down, the system would not shut down correctly. The system would need to be hard shutdown. The monitor would show "no input detected" and the on/off button would be blue. There was a loss of connection usb ports (no connection to mouse, keyboard and external usb's) and the cd drive was unresponsive for approximately 20 minutes. There was no patient present when this issue occurred.

Manufacturer narrative:
Uninterruptible power supply (ups) was returned to the manufacturer for analysis. Analysis found that there was no problem found with the power supply. Pcoip was returned to the manufacturer for analysis. Analysis found there was no problem found with the pcoip. If information is provided in the future, a supplemental report will be issued.